Event description:
It was reported that during a filter placement procedure, the filter legs failed to expand. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code and 510 k number for the denali femoral system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter kit was returned for evaluation. It appeared that two of the long legs of the filter were intertwined at the anchors. The legs were untangled to obtain dimensional observations. The sheath internal and outer diameter, dilator outer diameter, storage tube internal diameter, pusher catheter outer diameter, pusher pad outer diameter, pusher retraction lock outer, diameter, long leg span, short leg span, caudal anchor leg span and arm span were dimensionally evaluated and all the measurements were within the acceptable limit. Therefore, based on the findings the investigation is inconclusive for the reported activation failure as functional testing was not able to be performed due to the returned sample condition. A definitive root cause for the reported activation failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510 k number for the denali filter system products are identified in procode and PMA/510k. (Expiry date: 04/2023).

Event description:
It was reported that during a filter placement procedure, the filter legs failed to expand. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.